Event description:
Procedure: urological. According to the reporter: it was reported by the patient that she is experiencing prolapse and bulging from her vagina. She had a cystocele repair in 2007, and everything has been fine since the surgery. In 2008, she began experiencing symptoms of prolapse again with the bulging and protrusion from her vagina.

Manufacturer narrative:
.